Event description:
Pt undergoing cervical disc replacement. Prior to insertion into patient, the mobi-c disc dislodged from the insertion handle. It is unknown if this was equipment malfunction or incorrectly loaded. There was no harm to the patient. It is a 15x19 h5 us.